Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead had no capture thought due to dislodgement. The plan was to program to vvi mode and monitor. The lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned and was kept by the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the ra lead was explanted due to intermittent capture. A new lead was placed in a new position, as they were questioning that it might be due to exit block. No additional adverse patient effects were reported.